Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Blood glucose at the time of incident was 41 mg/dl. Current blood glucose was 257 mg/dl. Customer stated that the drive support cap is sticking out. Customer's setting have been changed by her healthcare provider and her blood glucose have been high and low blood glucose. Customer stated that emergency medical services was dispatched as a result of low blood glucose. Customer stated that emergency medical services gave her a glucose IV and treated her low blood glucose. Based on customer report customer does not allege insulin pump was over delivering. Customer declined the further low blood glucose troubleshoot. The insulin pump will not be returned for analysis.